Event description:
It has been reported to co that during the procedure the physician had trouble crossing the lesion with a ptca balloon catheter. The physician tried to reposition guide, dilated the lesion, and withdrew the balloon. Pt experienced pain. Angiogram showed a spiral dissection and an aortic dissection. Pt went to surgery for repair; pt expired. Co is currently pursuing additional info regarding this, and it is unclear whether the device is being returned for analysis.